Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that there was an overdischarge. The patient was offered a charger at no cost to the patient. In addition, the patient's doctors were looking into changing the battery.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The patient reported that there was a loss of therapy. There was a loss of stimulation. The patient needed a jumpstart on implant because the implant had not been charged for a year. They did not have recharging equipment due to moving. The patient indicated that the implantable neurostimulator (ins) may need to be replaced because it was not working. The implant was not working. The patient was using external stimulation since they were unable to use the pain stimulator. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Additional relevant medical history:spinal stenosis